Manufacturer narrative:
(B)(6) 2012 supplemental information: adverse event was omitted in error on the 3500a.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she had an unknown issue. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient alleged that the date and time that the issue began is unknown. The patient claimed that the issue was that her lancing device (unknown type) did not fire. The patient refused to discuss how she manages her diabetes. The patient reported that as a response to the message, she stopped testing her blood glucose. The patient reported that she developed excessive thirst and blurred vision due to the product issue and needed to be taken by ambulance to the emergency room for the symptoms, where her blood glucose was taken on an unknown meter(reading unavailable) and she received insulin by ems (unknown type and dose). During troubleshooting, the customer care advocate (cca) noted that it was not able to be determined if the product issue was resolved. The patient refused all troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.